Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was received for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber received was broken approximately 15.0 cm from the distal tip. There was no damage noted to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break. As a result, effective transmission was not measured. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. Based on all gathered information, the most probable root cause is: not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. According to the complainant, during preparation and outside the patient, when they opened the package they noticed that the ball tip of the fiber broke off. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no harm to the patient."